Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine pre-operation exam for pulse generator (pg) change out, this right atrial (ra) lead displayed pace impedance measurements of greater than 2500 ohms. Noise was also noted. During the pg change out procedure, an attempt to gain access to implant a new ra lead was made. Access was unable to be achieved. The lead was then hooked up to the new pg. Atrial capture was able to be obtained but noise was still present. The patient is not dependant on the atrial lead so the physician will continue to monitor the lead. There were no adverse patient effects reported. The lead remains in service.